Event description:
Had a cervical fusion at c4-c6. Have had complications since. Pain, herniated disks above and below the fusion, tingling in the hands, raspy voice, chronic pain, gasping for breath.